Manufacturer narrative:
(B)(4). Event date: the occurence date was reported to be an unknown day in (B)(6) 2014. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient has good aseptic technique and that the cause of the peritonitis was unknown (previously reported as a breach in aseptic technique/touch contamination). The date of peritonitis diagnosis is an unknown date in (B)(6) 2014. At the time of this report hemodialysis therapy was ongoing. The reported product is an unknown baxter transfer set (previously reported as an unknown disposable product). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination, as the patient can sometimes be confused. The patient was hospitalized for the event and received unspecified treatment (dose, route frequency, and duration not reported). On an unknown date, the patient¿s catheter was removed and began hemodialysis therapy. At the time of this report, the patient was reported to have been discharged from the hospital and is recovered from the peritonitis event. No additional information is available.